Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Antibiotics was prescribed which healed the infection. Patient is doing fine now but was advised to contact the hcp for any medical assistance.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. Patient had a sensor inserted on march 22 and developed infection the same day. The hcp prescribed user an antibiotic which helped healing infection. The symptoms did not lead to sensor removal and the user is currently using eversense xl cgm system.